Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The posistino controller and the motion eterface module components were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. A rotor control box was returned to the manufacturer unused due to this part not being replaced. A software investigation was initiated, but due to this being a hardware issue the software was determined to be fully operational.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that during a procedure the system was not getting past the initializing screen. They rebooted and were able to get ready to take a spin. When they took a spin, they pressed the button but they system did not respond. They then rebooted the system and it would not boot past the initializing screen. Issue occurred intra/peri-operatively with less than one hour delay to surgical time. There was no reported impact to patient outcome.

Manufacturer narrative:
The positioner control box was returned to the manufacturer for analysis. The positioner control box was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The motion enclosure was returned to the manufacturer for analysis. The motion controller was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.